Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with shortness of breath. Upon interrogation, the atrial lead exhibited intermittent sensing and loss of capture. Chest x-ray revealed that the lead had dislodged. The lead was capped and replaced. The patient was doing well after the procedure.